Event description:
It was reported when using the pyxis medstation es system had a drawer failure.the customer reported that the malfunction occurred when user trying to issue the medication to patient and there was a delay in dispensing the medication.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the failure to fully open main drawer 6, which contained a small magnet. A field service engineer replaced the inseparable magnet to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer repaired the device.